Event description:
The customer reported that there was no red alarm for a desaturation event. There was no patient harm reported.

Manufacturer narrative:
(B)(4) the customer reported that there was no red alarm for a desaturation event. There was no patient harm reported. The customer reported their concern that lack of red alarm would not alert the user to a possible patient desaturation event. The desat alarm is a high priority (red) alarm which would notify staff of a potentially life threatening drops in oxygen saturation. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.